Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Technical support advised the customer to run linearity and precision on level 1 quality control and based upon results, it was suggested to switch to using progesterone ii results. The most probable cause of the reported event was due to normal lot to lot variability.

Event description:
On (B)(6) 2015, a customer reported concerns with different progesterone and progesterone ii values with their a1a-900 analyzer. The customer reported that using progesterone ii, the calibrator and quality control (qc) was in range. The customer reports the difference in progesterone and progesterone ii results may correspond to the timing of the patient's treatment. There was no indication of patient intervention or adverse health consequences due to discrepant patient results.